Manufacturer narrative:
Additional product(s) in device system: model number/catalog number: db-4600-c, serial number: n/a, batch/lot number: 36735920, model/catalog description: suretek burr hole cover kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implant procedure during which high impedance readings were discovered on several contacts. The high impedances would resolve and then move to different contacts each time the surgeon resecured the set screw and there did not appear to be any consistency to the reason for the high impedance readings. Therefore, there was not a suspected device issue and the surgeon decided to leave all the devices implanted and completed the procedure. Postoperatively, the patient experienced aphasia with no stimulation and was therefore admitted to the emergency room at the hospital. A nurse checked impedances and a couple impedances had cleared however, there was evidence of a small bleed and edema by the contacts in the brain. The physician assessed that the aphasia was caused by the edema. The patient remained stable and the bleeding has since discontinued without medical intervention. The patients device was programmed to stimulate the contacts that were not affected by high impedances and the patient had significant tremor control.